Event description:
A customer reported that their pump became hot to the touch, and temperature alarms were recorded in the pump's history. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, providing the customer with a unit featuring updated software. The current pump will continue in use until the replacement arrives. Instructions were given for returning the problematic pump, including storage mode and return shipment guidelines. The customer was also advised on programming settings and connecting their cgm to the new pump. The customer understood and acknowledged the instructions provided by technical support.